Event description:
The customer alleges that the anesthetic liquid was leaking along the syringe piston. No report of patient injury or clinical consequence.

Manufacturer narrative:
Qn#(B)(4). It is unknown if the device sample is available for evaluation.